Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number and product code is unknown; therefore, the UDI could not be configured. E1: initial reporter phone no.(office): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were clotting issues while using an unspecified quantity of access sets. This issue was further described as, ¿many issues with our IV lines clotting after the implementation of the new IV pumps¿. It was not reported if a patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: upon further information, the non-baxter central IV lines clotted due to the use of new non-baxter infusion pumps that the customer switched to. The baxter sets are no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.